Event description:
Healthcare professional reports out of range high with protime microcoagulation system. Protime generated inr 8. Lab generated inr 2.4. Pt therapeutic range was not provided. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Actual device involved in incident was evaluated. Record evaluation completed. Complaint could not be confirmed. Device performed according to specifications. Device evaluated and alleged failure could not be duplicated. Itc has requested all data required for form 3500a.